Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set over infused. A secondary infusion with 60 ml of vancomycin set to run over one hour was observed ¿running much faster than the 60 ml/hr (64gtts/min)." The infusion was running via an unspecified ¿large volume pump", which was stopped ¿right away¿. The pump was reprogrammed several times with the same results. The set was eventually changed and new vancomycin hung. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including pressure and clear passage under water tests were performed with no defects observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.